Event description:
Loss of infusion, patient almost died in the operating room at the end of the case after getting a left ventricular assist device (lvad), when we were already in the ICU bed and about to start transporting when the alaris pump that had high dose inotropes: epinephrine at 0.15 mcg/kg/min, norepineprhine at 0.1 mcg/kg/min, vasopressin 0.04 u/min and milrinone at 0.125 mcg/kg/min turned off on its own despite having being plugged in for more than 6 hours during the case. This alaris pump was disconnected for approximately 5 minutes before it turned off and gave no alarms for low battery which neither my fellow or I heard or saw. We didn't notice it until the patient started to become hemodynamically unstable (low mean arterial pressure (map) in the 50s, then in the 40s, not responding to high dose epineprhine and vasopressin boluses, with the lvad alarming for very low flows (left ventricular assist device). At this point I was checking to make sure the medications were going to the patient and that is when I saw that pump had turned off, the pump with all the inotropes on this already high-risk patient. This is a patient who came to the operating room for an lvad with an already compromised right ventricle (moderate right ventricular dysfunction on pre-op transthoracic echocardiogram (tte)). On the post-cardiopulmonary bypass echo I had performed, the right ventricle (rv) still had moderate dysfunction and was severely dilated. Because of this alaris pump malfunction incident, patient went into acute rv failure, with severe rv dysfunction and inability for the lvad to function. We had to pharmacologically code the patient and the patient required an emergent implantation of a right ventricular assist device (rvad) which required reopening of the chest for a new device (a right-heart assist device) to be placed, which we would have avoided if the alaris pump had not stopped working! Now the patient has to remain in the ICU with an open chest, with an increased risk of bleeding, with neurologic monitoring every hour to make sure he did not suffer neurologic damage, all because of a pump that turned off without alarming and despite having been charged all case.